Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date(approximately 12 months prior to (B)(6) 2014). According to the complainant, the stent implanted to treat a biliary obstruction due to a suspected bile duct malignancy. The stent was successfully placed in the common bile duct with no patient complications. On (B)(6) 2014, during a scheduled removal of the wallflex fully covered biliary stent rmv, the physician was not able to remove the stent using a rat tooth forceps. The retrieval loop on stent broke while trying to remove stent. The physician then attempted to use a snare to collapse the intraduodenal section of stent to remove it but this was also unsuccessful. The stent migrated distally and the physician placed plastic stent through the lumen of the wallflex fully covered biliary stent rmv. The stent was left within the patient and another ercp was scheduled for two weeks later. As scheduled, on (B)(6) 2014 another attempt was made to remove the wallflex fully covered biliary stent rmv. The physician grabbed the remaining retrieval loop with rat tooth forceps and tractioned the stent. The distal part of the stent elongated and moved, but the proximal portion of the stent was stuck. A cholangiogram was performed and it confirmed there was tumor extension 3-4cm above the stent that appeared to involve both the left and right hepatics. In the physician's assessment the stent can no longer be removed due to the tumor extension. The wallflex fully covered biliary stent rmv and plastic stent were left implanted. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold (B)(6) but is similar to the (B)(4) that is sold in the us.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent rmv was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date(approximately 12 months prior to (B)(6) 2014). According to the complainant, the stent implanted to treat a biliary obstruction due to a suspected bile duct malignancy. The stent was successfully placed in the common bile duct with no patient complications. On (B)(6) 2014, during a scheduled removal of the wallflex fully covered biliary stent rmv, the physician was not able to remove the stent using a rat tooth forceps. The retrieval loop on stent broke while trying to remove stent. The physician then attempted to use a snare to collapse the intraduodenal section of stent to remove it but this was also unsuccessful. The stent migrated distally and the physician placed plastic stent through the lumen of the wallflex fully covered biliary stent rmv. The stent was left within the patient and another ercp was scheduled for two weeks later. As scheduled, on (B)(6) 2014 another attempt was made to remove the wallflex fully covered biliary stent rmv. The physician grabbed the remaining retrieval loop with rat tooth forceps and tractioned the stent. The distal part of the stent elongated and moved, but the proximal portion of the stent was stuck. A cholangiogram was performed and it confirmed there was tumor extenstion 3-4cm above the stent that appeared to involve both the left and right hepatics. In the physician¿s assessment the stent can no longer be removed due to the tumor extension. The wallflex fully covered biliary stent rmv and plastic stent were left implanted. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent difficult to remove. Reported event of stent migrated. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.